Event description:
Patient had right knee replacement surgery (B)(6) 2021. A year after she started to experience symptoms of weakness, buckling, burning sensation and giving-out of the knee. She had a revision procedure on (B)(6) 2023 that didn't help her symptoms much. An emg(electromyography) was done and she was diagnosed with nerve damage after experiencing extreme pain in the knee. This occurred (B)(6) 2024. She has a follow-up appt with her neurologist (B)(6) 2025. Ref reports: mw5163959, mw5163960.